Event description:
It is reported that the pt underwent a closed reduction due to dislocation.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Evaluation summary: the components were implanted (B)(6) 2011 and the dislocation occurred (B)(6) 2012, making an in-vivo time of approximately 10 months to the event. The pt's bmi is (B)(6) according to height and weight provided. Mdrif form noted that the event was not related to the product. Primary operative notes were provided which note that the pt's bone quality was a little osteoporotic so 2 screws were utilized to secure the acetabular cup. Trial reduction with a +4 standard kinectiv neck gave stable flexion and rotation. No x-rays are returned for review, however a radiographic evaluation form noted normal radiographs at 1 year post-op. A definitive root cause cannot be stated. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.